Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman access system (was) was positioned. A 24mm watchman flx closure device and delivery system (wds) were inserted. Three recaptures were performed. After the final deployment, position, anchor, size, and seal (pass) criteria were assessed and met and the wds was released. Upon release, the closure device shifted and embolized into the descending aorta. Arterial access was gained with a, 18f non-boston scientific (bsc) sheath. A non-bsc grasping device was inserted, captured the closure device, and removed back through the 18f non-bsc sheath. The procedure was aborted. There were no patient complications.